Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customers blood glucose (bg) was ¿high¿, however, a specific value was not provided. The bg was addressed with a manual injection. Reportedly, the customer reverted to an alternate method of insulin therapy.